Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 1-4 hours of pod wear. It was further reported that the patient has a history of stroke and suffers from significant memory impairment and had previously undergone rehabilitation. At the time of the event, the patient reportedly experienced a seizure and developed symptoms including headache and vomiting, which led to subsequent hospitalization. The patient remained hospitalized for approximately seven days and was discharged on (B)(6) 2026. According to the report, the patient presented with left-sided weakness and cognitive deficits. A stroke was ruled out during medical evaluation. No specific diagnosis or treatment information was reported. No further information was provided.